Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident identified from this lot. Based on information reviewed and without the device to analyze, a definitive cause for the reported unintended movement - clip open-locked, could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number: e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip opening after deployment, which required intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue. A second clip was then implanted and no issues were noted during clip deployment; however, after the clip was deployed, it was noted that the clip opened about 20 degrees. The clip remained stable on the leaflets, with no movement noted; however, the mr increased slightly, to grade 3, and an additional clip was implanted to stabilize the clip and further reduce the mr. The mr was reduced to grade 2 and the patient was in stable condition. No additional information was provided.